Event description:
Explant due to severe aortic insufficiency. In 1999 the pt underwent surgery for congenital heart disease, including ventricular septal defect (vsd) repair w/aortic root replacement using the cryopreserved aortic homograft in question. A second aortic homograft (MFR unknown) was placed between the right ventricle and pulmonary artery. Post-op the pt had congestive heart failure and residual vsd and underwent a 2nd surgery for vsd repair prior to discharge. The pt underwent a cardiac catheterization in 7/2000 due to cardiomegaly and leakage of the valves, which showed severe aortic and pulmonary insufficiency w/ a narrowed neoaortic arch and stenosis of the proximal right pulomonary artery. Due to recurrent reactive airway disease and lung problems, including pneumonia, the pt was delayed for surgery. On the event date both homografts, including the aortic homograft in question, were removed and replaced with new aortic valve homografts with good repair.